Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty to remove. There was no resistance noted during advancement of the absolute pro stent system and the resistance was reported after successful stent deployment. It may be possible that the distal end of the introducer sheath was bent or slightly collapsed while in the vessel resulting in resistance at the distal end of the introducer sheath during retraction of the absolute pro; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous left superficial femoral artery. The 5.0x60mm absolute pro stent was deployed without issue. During removal of the catheter, resistance was felt with the distal third end of the catheter and the 6fr sheath. The user twisted the device handle and catheter lead while applying much more force than normal to remove through the sheath. Per the physician, the resistance was not with the supracore wire as a non-abbott balloon dilatation catheter was removed over the same wire without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.